Event description:
Allegedly, the problem with the right hip implant, most likely, the acetabular cup insert is that has caused swelling and pain with weight bearing since last january 2024. Second surgery expected. Mpo products related: product ID: dbfpgb48 / dynasty® bf shell primary / lot no. 1944278 / qty: 1. Product ID: 111-152-611 / ceramic femoral head / lot. No. 1393716 / qty: 1. Product ID: pha04404 / femoral head biolox delta / lot no. 1878056 / qty: 1. Product ID: prtl2s03 / profemur® tl2 stem sz 3 / lot no. 1887385 / qty: 1.